Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that fluid was leaking from the lead insertion site of a trial patient. The patient was provided with oral antibiotics. Subsequently, the leads were removed. Nevro attempted to obtain additional information regarding the nature of the event, but was unsuccessful. There were no further reports of complications.